Event description:
Notification of a reportable event was received by united therapeutics drug safety on 17-nov-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 18-nov-2025. It was reported that the patient was brought to the hospital after receiving a pump failure alarm from their remunity pump, (B)(6), and a message to switch to their backup remunity system. The patient was switched to their backup remunity pump as advised. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.